Event description:
Dr of optometric clinic stated that two lenses from the diagnostics set, part number d9001-001, lot no. 011828 caused a intense discomfort on two patient's eyes, which required medical intervention.

Manufacturer narrative:
Complication rare but not unknown, no evidence of malfunction of the device but rather an inherent risk of contact lens wear.